Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, burry image. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The customer's complaint of a "blurry image" was confirmed. Blurring was caused by moisture and foreign particles from a damaged distal solder seam. The issue is not manufacturing-related but most likely due to clinical use or reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).